Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(6) showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(6).

Event description:
It was reported that the va team were called to see the lines as the nurses were unable to aspirate them and ruptures were roughly 3cm from the "y" piece at the injectable end as the line splits into two separate lumen port. It was reported that the event occurred with two devices. This report addresses the first device.